Event description:
It was reported that ams 700 inflatable penile prosthesis( ipp) which was implanted in the last 90 days had a pump that stopped working and dimpled in. The pump did not refill with fluid when pressed. Upon explantation of the device, a hole was found on the right cylinder and the reservoir was empty. The entire ipp system was removed and replaced with a new ams 700 cx ipp. Additional information received stated that the physician changed his mind on product return after finding a hole in the cylinder.